Event description:
It was reported that during a lap cholecystectomy procedure, the cystic duct leaked due to malformed staples. Another clip was used to stop the leak. The case was completed with no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.